Event description:
It was reported by the customer that small particles are coming off the towels during surgery. It was communicated that this has occurred over the past couple of months resulting in the doctor and assistants having to pick the small particles out of wounds. No information was received regarding any serious injury as a result of this product issue.